Event description:
It was reported that the lead dislodged. Oversensing and loss of capture were noted. The lead was capped and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.